Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires we exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The probable root cause is attributed to damage during use, which may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user noticed that the 8mm fenestrated bipolar forceps instrument had a broken conductor wire. The instrument was removed and replaced with a backup. Following this, the user continued with the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported.